Event description:
The following was reported to hamilton medical ag: summary: tf 446022, tf 431002, tf 485001, tf 485002 after start-up.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: root cause: defective mainboard. Correction: replacement of the mainboard.